Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information by email on 03/20/2009 and on 03/27/2009. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This is determined to be reportable per edwards lifesciences procedures.

Manufacturer narrative:
In 2009, per response from the health care provider, the device was explanted due to an unsuccessful ring repair; however, insufficiency was noted. It was learned that the event was not device related. The device has been disassociated from the event, therefore this is no longer determined to be reportable per edwards lifesciences procedures.